Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during insertion. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. Visual examination revealed one kink near the distal j-tip with offset coils. The returned guide wire was kinked 29 mm from the distal end. The length of the returned guide wire measured to be 685 mm which is within specification. The outer diameter of the returned guide wire was measured and was found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) kinked during insertion. The device was replaced.